Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing both elevated and low blood glucose (bg) levels. Bg values were not provided. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.